Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screws are stripped to the bottom plate and was unable to move the unit without the possibility of the unit falling over. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested the part number for the central processing unit (cpu) tray to order and replace. The remote service engineer (rse) provided the requested part number.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.